Event description:
In 2008, the lay-user/reporter contacted lifescan (lfs) alleging that a one touch ultra meter would not power on. The reporter indicated that the alleged meter issue started a few days before he called lfs on the same day. The pt did not take any actions related to diabetes treatment as a result of the alleged meter issue. On an unspecified date/time after the issue began, the pt developed unk "high symptoms." The pt denied receiving medical treatment from a health care provider. During the time of concern, the pt's blood glucose was tested on an unidentified device and a result of "407 mg/dl" was obtained. It would have been helpful to know the following info: what symptoms the pt had, what actions the pt took before and after the symptoms developed, when the result of "407 mg/dl" was obtained, and what his last blood glucose reading was before the issue started. In addition, it would have been helpful to know the pt's testing frequency, his diabetes management regimen, and if the pt was able to test his blood glucose with the unidentified device regularly after the reported issue began. The alleged meter issue was not resolved with training. The meter was replaced. This complaint is being reported due to the following conclusion: the reporter claimed that the pt developed symptoms suggestive of high blood glucose after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.